Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device follow-up, it was noted this left ventricular (lv) lead was no longer pacing. The lead was tested in other configurations but no stimulation was observed. Therefore, the lv lead was programmed off. The patient left the clinic, but became ill shortly after. Emergency medical services was contacted and an electrocardiogram showed left bundle branch block. It was noted the patient was in pulmonary edema. Upon arrival at the hospital, the patient died. The official cause of death was not reported. The field representative later confirmed no device data/lead measurements were provided, so it was not known for how long the lv lead was not pacing. It was not known whether the pulmonary edema was caused by the loss of lv pacing. The cause of death had not yet been determined.